Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high threshold, and the patient had reported left-side chest pain and pain at their device site. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.